Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, moderately tortuous, 99% stenosed, mid left anterior descending artery. Pre-dilatation was performed prior to stenting with the 2.75x38 mm xience prime stent. During deployment a proximal edge dissection occurred which required another xience prime stent to be deployed to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.